Event description:
It was reported that the patient was having coupling or communication issues with their implantable neurostimulator recharger (insr). An overdischarge was suspected. The primary cause of overdischarge was health issues. Stimulation had not been felt since around the time of the last successful recharge session, 1 to 2 months ago. Use of the antenna locate (al) feature resulted in a power on reset (por) being displayed on the insr which then lead to a normal recharging session. It was also reported that when the antenna was placed over the implant, the patient felt a "jolt". The patient had been having pain, but thinks it may be related to not using stimulation for the last two months. The next day it was reported that the patient's insr screen was "frozen". There was a poor condition, the patient pressed "start charge" and was able to start charging successfully. The patient's back pain was "getting worse", so he turned the stimulator off. The patient had been in and out of the hospital due to kidney stones. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 39565-30, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead; product ID: 37752, serial#: (B)(4), product type: recharger; product ID: 37743, serial#: (B)(4), product type: programmer, patient; product ID: 3708160, serial#: (B)(4), implanted: (B)(6) 2010, product type: extension; product ID: 3708160, serial#: (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).